Event description:
During the lead implant attempt the styled was stuck and could not be extracted from the lead. Subsequently the physician pulled the stylet strongly, but the lead was twisted and the stylet was remained inside the lead. A new lead was implanted instead. Reportedly, the stylet was also stuck inside the new lead, however it could be extracted by pulling strongly.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.